Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron elite microcoagulation system during serial hourly monitoring of infant on extracorporeal membrane oxygenation (ECMO). Tests were run in duplicate with two elite instruments. Customer indicated results showed differences of up to 66 seconds. Result reported at 0300 hours on first instrument generated 198 seconds and on second instrument generated 132 seconds target range for heparin administration was 180 to 220 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial numbers (B)(4) and (B)(4). Method - actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications.